Event description:
It was reported that the next day after implant the right ventricular (rv) lead's thresholds were high as they went up to three volts. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.